Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced skin itching at the pocket and presented. It was suspected that the patient had developed infection. The patient presented for explant procedure. On (B)(6) 2018, the pulse generator was explanted and the right ventricular lead was capped. Both were replaced. The right atrial lead remained in use. The patient was stable post procedure.